Event description:
Boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) which is included in this advisory population retained legal counsel and filed a lawsuit. There were no specific allegations against device malfunction. New information received indicates that this device's battery was depleting sooner than expected. Upon investigation, it was identified that there were several non-sustained episodes as a result of noise and several inappropriate shocks due to noise. The corresponding defibrillation lead exhibited increased thresholds and decreased pacing impedances. The device was explanted and replaced while the lead was surgically abandoned.

Manufacturer narrative:
A new lead was successfully implanted. The abandoned lead will not be returned for analysis; therefore, we cannot confirm this clinical observation. This event will be updated if additional information is received. The product is currently on legal hold due to pending litigation and cannot be analyzed by the post market quality assurance laboratory. If legal clearance is received the device will be analyzed and the event updated. This device is included in the following advisory populations: renewal 3 & 4 microswitch population communicated on (B)(6) 2005, subpectoral implants communicated on (B)(6) 2006 and mid-life display of replacement indicators communicated on (B)(6) 2007. This device has been lifted from the legal hold. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.